Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth device due to the patient's concern. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed, an opening assessed as unidentified (tear) opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, broken on the plug strap and missing were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth device due to the patient's concern. Device has been explanted.